Event description:
It was reported that the hose thermistor cable connection was very sensitive. The contact from the hose comes loose and the heater stops. There was patient involvement, but no injury.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product was received; therefore, visual and functional testing could not be performed. Photographic evidence of the device provided by the customer does not show any obvious loose fit inside the thermistor cable receptacle. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.